Event description:
It was reported that an ilet user experienced repeated error 65 restart alerts and high blood glucose, which persisted despite multiple guided restarts, resulting in a device replacement; the event involved an audio alarm not audible and an audio over/under current malfunction. Symptoms included hyperglycemia without reported associated clinical symptoms. Outcomes included self-management at home using subcutaneous insulin by pen without hospitalization or medical intervention. Investigation included technical support troubleshooting and education, data sync instruction, and arrangements for device return and replacement. Investigation of the returned device revealed a suspected malfunction of the ilet audio subsystem consistent with prior restart alerts, with a device performance issue requiring replacement. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the audio/alert function leading to repeated restart behavior.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.